Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.

Event description:
The customer initially reported that the device did not cut and the blade did not advance. The device was returned for evaluation and a visual inspection revealed that approximately .020" of the knife blade was missing. The customer has been notified of this issue.